Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the bav, the valve and delivery catheter system (dcs) were advanced to the annulus and attempted deployment; however, the valve frame was not fully expanded. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient, and a second bav was performed using a bigger balloon. A new valve and dcs were used for implant. A 20-minute procedural delay was noted. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: 0012103484; ubd: 2026-01-08; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.